Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/body fluid in the lumen of the lead. A cut was noted in the lead insulation 466 mm from the terminal pin. Electrically, the lead was found to be within specification. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead dislodged. There was no capture in any configuration. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.